Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator suddenly audibly alarmed and stopped ventilating the patient. The ventilator was removed from the patient. No patient injury was reported. Reference MFR # 9611500-2015-00086.